Event description:
Per the clinic, the patient experienced pain, ear blockage sensation, vertigo since (B)(6) 2024 and developed otitis media presented with otorrhea and cholesteatoma (specific date not reported). The patient was subsequently treated with injectable antibiotics administered behind the ear (specific date and duration not reported). Later, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.